Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The physician was treating a lesion located in the severely tortuous and severely calcified aorta artery with a 8.0x40x72cm express biliary stent. The physician attempted to advance the stent delivery system (sds) to the target lesion; however, significant resistance was felt advancing the sds and difficulty crossing the lesion occurred. As a result, the stent dislodged from the sds in the distal aorta. The stent did embolize slightly, but remained in the distal aorta. An attempt to retrieve the stent was made, but was unsuccessful. A 4mm balloon was used to deploy the stent in its dislodged location. The 8mm sds balloon was then used to fully deploy the stent. The location of the deployed stent was close to the target lesion, but not exactly where the physician wanted it. The physician implanted another 8.0x40x75cm express biliary stent to ensure the entire lesion was covered. There were no further reported pt complications. The pt's status is listed as "ok".